Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim with in-line reservoir could not be programmed after implant and the device was revised. There was not enough drainage of csf, and attempts to adjust the programming were unsuccessful. There is no report of symptoms for the patient.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected; biological debris was noted inside the valve mechanism. The position of the cam when valve was received was 50mmh2o. The valve was tested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was flushed and passed testing. The valve was leak tested; no leaks noted. The silicone was cut just after the cam mechanism; the mechanism was unstuck. The valve was retested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the base plate. The cam magnets were tested, passed. A review of manufacturing records could not be performed, as no lot number was provided. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the base plate. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.